Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was unknown. The customer was admitted to the hospital on as a result of high blood glucose. Customer was discharged with diagnosed with diabetes with high blood and to follow up with healthcare provider. Customer was wearing the pump at time of hospitalization. Customer stated that he wants to run the high pressure test. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer was advised that we are sending tubing clamps.